Event description:
It was reported that during a rectal prolapse procedure for hemorrhoids, the device would not staple. Additional sutures were used to complete the anastamosis. There was no adverse consequence to the patient.